Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a bad battery alarm and failed battery test alarm. The customer stated that they could not read the screen. The customer's blood glucose was 306 mg/dl at the time of incident. The customer stated that the insulin pump would not rewind. The customer stated that the alarm started beeping at the time of call. The customer decided to call back to troubleshoot the failed battery test alarm. The insulin pump will not be returned for analysis.